Event description:
It was reported that the brakes were not holding as a result of damaged brake rings.

Manufacturer narrative:
Likely customer abuse caused damaged brake rings. User error contributed to brake ring damage.